Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), there was a straight leading haptic and the junction of the haptic/optic was torn. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).